Event description:
A review of the patient's programming history in the in-house database was performed, and it was observed that upon initial interrogation on (B)(6) 2005, the settings were at unintended parameters that are indicative of a faulted systems diagnostic test occurring. The settings were reprogrammed on (B)(6) 2005. It is noted that the magnet on time was never corrected back to 60 sec. It is unknown if this was intentional.

Manufacturer narrative:
Analysis of programming history.